Event description:
It was reported that during an unknown procedure, the instrument broke off. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time